Event description:
Clinician reported that clinician recently had a problem during a "fess procedure". "The nursing staff inadvertently had the setting on "oscillate", with the result that the drill reversed and bounced back damaging one of the patient's eye muscles."